Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, a minimum fill message occurred. Customer's blood glucose was 346 mg/dl. Reportedly, the supplies were changed.